Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s., but not marketed in the u.s. Claim # : (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.0/+2.5/107 (sphere/cylinder/axis), into the patient's right eye (od) on(B)(6) 2020. On (B)(6) 2020, the lens was exchanged with a shorter length lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage. Claim# (B)(4).